Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. This event was further reviewed by a staff engineer clinical r&d. The investigation was unable to determine a cause for the reported unintended movement of clip open while locked. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation for a mitraclip procedure. A mitraclip xtw passed established final arm angle (efaa) and the procedure continued to deployment. After removing the release pin and unthreading the actuator, the clip opened from 10 degrees to 40 degrees. The clip remained stable on both leaflets. The final mr was grade 1+. There were no reported adverse patient effects and no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.